Event description:
It was reported that a change in therapy effect occurred. The reporter was notified on the report date that a dye study was done on the patient because she wasn¿t getting the efficacy that she did right after implant. It was unknown when the patient started feeling like she wasn¿t as loose as she was after implant. The patient had no withdrawal symptoms ¿or anything like that¿, she just didn¿t feel as loose. Following the dye study, the catheter looked to be intrathecal according to the health care provider (hcp) and he did not think there was a catheter problem. He thought it was a dosing problem and increased the patient by ten percent from 30mcg per day to 33 mcg per day. It was noted the radiologist had yet to look at the dye study. It was unknown to the reporter how the patient was doing at the time of the report. The device system was used to deliver baclofen. It was later reported that the exact symptoms the patient was having included leg spasticity. It was reported ¿unable to express any csf (cerebrospinal fluid) from pump port¿. There was reportedly however no catheter issue, the dye study showed no evidence of catheter disruption. A revision or replacement did not occur. The hcp had yet to see the patient for follow up and it was noted she was following up with her neurologist who would also being giving her dose increases.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).